Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument is broken.

Manufacturer narrative:
The complaint states instrument is broken. The device was reviewed by bioengineering and a report was received stating on investigation it was found the femoral introducer which was reported as broken was perfectly functional. The device operated smoothly by rotating the thumb wheel or lock knob. Checks were done for previously reported complaints regarding this device and there was no indication of the product being broken. The lock knob, central thumb wheel and their associated cross pins were intact. The overmolding did not show any damage other than wear and tear from repeated use of device. In summary the device was found to be functional with no issues observed. Root cause unjustified for broken product. Continued post market surveillance will be carried out per sep 419 under the post market surveillance plan dva 107550 pmsp. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.